Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Opened an implant in theatre and the implant packaging was broken - as we handed the implant to the scrub nurse we then realized it had been cracked.

Manufacturer narrative:
Additional information: product available to stryker. An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by images provided of the damaged flange. On the unit carton, indentation lines are visible on the sides and flap of the opening end on the inside and the outside. The flap is peeling and a slit has gone across the opening end. The outer blister was returned with the tyvek lid removed. One side flange/lip of the outer blister was broken off the outer blister and remains attached to the tyvek lid. There is evidence of a good seal on the outer blister. The device and the inner blister was not returned. Medical records received and evaluation: not performed as the event is related to a packaging issue. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Review of the manufacturing records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. On the unit carton, indentation lines are visible on the sides and flap of the opening end on the inside and the outside. The flap is peeling and a slit has gone across the opening end. The outer blister was returned with the tyvek lid removed. One side flange/lip of the outer blister was broken off the outer blister and remains attached to the tyvek lid. There is evidence of a good seal on the outer blister. The device and the inner blister was not returned. The investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging whereby the carton may have been compressed and/or dropped from a height causing the damage to the carton, however this cannot be confirmed. No further investigation for this event is required at this time.

Event description:
Opened an implant in theatre and the implant packaging was broken - as we handed the implant to the scrub nurse we then realized it had been cracked.